Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenorenal varicose vein and gastric varicose vein using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern over a guidewire through a 5fr non-penumbra diagnostic catheter. Upon review of the patient under fluoroscopy, the tip of the lantern was observed to have folded on itself after advancing out of the diagnostic catheter without the guidewire. The physician then attempted to advance the guidewire further into the lantern; however, resistance was experienced and the guidewire would not advance any further. Therefore, the diagnostic catheter was removed containing the lantern and guidewire. After removal, the physician noticed that the lantern had become kinked and the tip of the guidewire was damaged. The procedure was completed using a new lantern and a new guidewire. There was no report of an adverse effect to the patient.